Event description:
During the early morning, I woke up with "scratching" pain, redness and light sensitivity in my eye. I went to my internist office. The next day, symptoms were getting worse; the internist referred me to the ophthalmology dept at hosp. After 6 visits, - 1 to internist, 5 to the specialist, - I was diagnosed with fusarium. I now have permanent scarring in my eye. Which could affect my vision in the future. I wear soft contacts, acuvue ii by johnson & johnson. At that time, I used bausch & lomb renu no rub solution with moisture loc. I used bausch & lomb contact solution since 1989, which I stopped using in 2006, when it was reported of the possible relation between bausch & lomb contact solutions and fusarium.